Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set ¿came off¿ from the titanium adapter. This was observed during use of the device for therapy. The transfer set was replaced. The titanium adapter is in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was evaluated. A visual inspection with the naked eye was performed with no issues noted. Functional testing, including leak, clear passage, clamp function, and integrity (connection) tests were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.